Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer declined to replace infusion set used for trouble shooting at time of call and will contact tandem technical support if issue recurs. Customer's blood glucose was 208 mg/dl.